Event description:
It was reported that a rapid drop in battery longevity was observed on the device. Additional information was requested but is not yet available.

Manufacturer narrative:
Further information was requested but not received.